Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling a cartridge. A syringe needle change was performed and the same cartridge was successfully filled. There was no impact to customer's blood glucose.